Event description:
It was reported that the surgeon states stem subsided causing fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the patient retained them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding subsidence involving a size 5 accolade ii 132 deg was reported. The event was not confirmed. Not performed as no devices were returned for evaluation.-medical evaluation not performed as insufficient medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the surgeon states stem subsided causing fracture.